Manufacturer narrative:
Batch review performed on 31 october 2016. Lot 151116: (B)(4) items manufactured and released on 10 july 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not yet received.

Event description:
At final implantation step, the insert would not engage in tray. Everything had been cleaned and checked again, but the insert did not still seat. Therefore another insert was used and implanted sucessfully into the existing tibial tray.

Manufacturer narrative:
On 01 december 2016 the (B)(4) performed a visual inspection of the explanted uhmwpe insert and commented as follows: the posterior "clipping" features of the insert have been plastically deformed and damaged in the medial side. It presents a sort of incision with the negative shape of the "clipping" tooth of the baseplate. The posterior bottom surface of the insert is plastically deformed in correspondence of the medial 'clipping' tooth. Herein the shape of the posterior lip of the baseplate is traced. We can suppose that probably, in the first attempt to fix the insert into the baseplate, the insert was not posteriorly well positioned. In this attempt the insert was pushed posteriorly and was permanently damaged without possibility to be clipped in the following attempts. We can state that the event is not implant related.